Event description:
The disposable skull pins ref a1072 do not fit adequately on the skull clamps available at the hosp. It was further reported that although the pins and clamps are compatible with each other, force must be applied in order to achieve fit and it is nearly impossible to remove them without an applier. No pt injury has been reported.